Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He cleaned the patient pump and reseated the connection to the boards. The issue could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump malfunction at the start up of the device. There was no patient involvement.

Manufacturer narrative:
H10: through follow-up communication livanova learned that the customer did not strictly follow the IFU for exposure time to chemical agents. It cannot be ruled out that this may have led/contributed to the reported event.

Event description:
See initial report.